Event description:
It was reported that during prep for a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mid right coronary artery with unknown tortuosity and 90% stenosis. When it was attempted to flush the catheter outside the patient, stent damage was noted. The procedure was successfully completed with another same device. No patient injuries or complications was reported. Patient condition listed as "good."

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).